Manufacturer narrative:
B5. Event description: updated.

Event description:
Correction: there was patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. No leaks were observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that after the patient's tracheostomy tube was changed, the nurse noticed it had an air leak. The tracheostomy tube was the appropriate size for this patient. The bedside registered nurse attempted to fix the air leak with no success. The tracheostomy tube was changed again. Bedside registered nurse evaluated the tube that was removed from the patient. The water cuff on the tracheostomy tube that was removed didn't inflate when water was added. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.